Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician(investigator) reported via clinical study following implantation of an intraocular lens (iol), the patient experienced cystoid macular edema and was prescribed with eye drops. The investigator found that the subject's cystoid macular edema (os) was moderate, not related to the device, and possibly related to surgery/study procedure. Additional information has been requested. There are 2 files associated with the events. This file belongs to the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician(investigator) reported via clinical study following implantation of an intraocular lens (iol), the patient experienced cystoid macular edema and was prescribed with eye drops. The investigator found that the subject's cystoid macular edema (os) was moderate, not related to the device, and possibly related to surgery/study procedure. Additional information has been requested. There are 2 files associated with the events. This file belongs to the left eye.

Event description:
Additional information has been requested which states symptoms has been resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).